Event description:
It was reported; during vlift cage surgery, the surgeon used screw driver in order to tighten locking screw of the cage. When the surgeon tightened the locking screw, the locking screw broke.